Event description:
The following information was reported: balloon ruptured as sheath ws being pulled. Manual compression was applied for 20 minutes. No calcium visible. The patient was not hospitalized. Stick location: right femoral. Vessel size: >6.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.